Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a complaint on (B)(6) 2017 stating "elevator broken (no angulation)" involving pentax model ed-3490tk/(B)(4). The duodenoscope was returned to pentax medical for evaluation. During receipt of the duodenoscope on 21-aug-2017, pentax medical was made aware of a report stating "scope continues to fail atp test/distal end something stuck". The pentax inspectional findings included the following: passed dry/wet leak tests, cracked prism. The customer's concerns of blockage at the distal end and elevator broken (no angulation) were not confirmed during inspection of the duodenoscope. Pentax made good faith effort attempts on 28-aug-2017 and 08-sep-2017 to obtain further information from the customer. A response has not been received from the customer.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Additional information was received from the user facility on 28/sep/2017 stating the facility uses the ruhof atp test swab to test all pentax duodenoscopes after each reprocessing. The facility stated pentax duodenoscope model ed-3490tk serial # (B)(4) failed testing at the distal tip on 15/aug/2017 and 16/aug/2017. The facility also stated the device was quarantined after each confirmed failure.